Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A review of the device memory confirmed the fault code observed in the field and a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Final analysis was unable to confirm the root cause of the identified high current drain. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information device interrogation prior to an implant procedure, revealed a fault code (fc) 1002 battery usage is higher than expected. A boston scientific technical services consultant documented the reported clinical observations and instructed the caller to not implant this device. No adverse patient effects were reported.